Event description:
Description of event according to study: from follow-up CT/MRI, device assessment: is there evidence of device issue(s)? = yes. From follow-up CT/MRI, device assessment, type(s) of device issue: other: device dilation and (from 28mm to 34mm) occurrence of new aneurysm. Date of procedure: (B)(6) 2020. Primary indication for thoracic endovascular aortic repair: thoracic aortic aneurysm (taa). Intended proximal seal zone: zone 3: first 2cm distal to left subclavian. Follow-up clinical assessment for: 1-month follow-up visit ((B)(6) 2020) since the last visit, has the patient had any new medical problems or adverse event? Yes ae#1 - transient ischemic attack (tia) / transient cerebral ischemia ((B)(4)) resolved (B)(6) 2020 - resolved (patient recovered/stabilized) with sequelae, neurological complications, no treatment at this time. Did the event lead to a serious deterioration in health that resulted in any of the following? Yes. Permanent impairment of a body function or permanent damage to a body structure. Tia with long-term cognitive decline. Follow-up clinical assessment for: 12-month follow-up visit ((B)(6) 2021) since the last visit, has the patient had any new medical problems or adverse event? Yes is there evidence of device issue(s)? Yes. - device dilation and (from 28mm to 34mm) occurrence of new aneurysm did the device issue(s) lead to any medical problems or adverse events? Yes. Were device issues noted that required secondary intervention? No. Follow-up clinical assessment for: 2-year follow-up visit ((B)(6) 2022). Since the last visit, has the patient had any new medical problems or adverse event? Yes. Is there evidence of device issue(s)? Yes. - device migration (>10mm) - cranial. Did the device issue(s) lead to any medical problems or adverse events? Yes. Were device issues noted that required secondary intervention? No. Patient outcome: did the device issue(s) lead to any medical problems or adverse events? = yes. Were device issues noted that required secondary intervention? = no.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 18sep2024: the event ¿device dilation and (from 28mm to 34mm) occurrence of new aneurysm¿ has been updated and the site deleted ¿occurrence of new aneurysm.¿

Manufacturer narrative:
Manufacturers ref# (B)(4). Based on the additional information provided by the site the investigational team determined that the event for this pr# is no longer reportable. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.